Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user did not see drips if insulin at the end of the tubing. During troubleshooting with tandem's technical support, the user was able to tighten the luer lock connection and was able to see drips of insulin at the end of the tubing. The user's blood glucose level was 215 mg/dl.